Event description:
(B) (4). Same case as 2134265-2010-01743 it was reported that during a carotid artery stenting procedure the patient experienced a transient ischemic attack (tia). The target lesion was treated with placement of a filterwire ez and a carotid wallstent. During index procedure, the patient had a tia. No further information is available. The event was listed as resolved the same day without residual effects.

Event description:
Same case as 2134265-2010-02043. It was further reported that the patient was enrolled into the (B)(6) for a second time. The target lesion was located in the left ostium internal carotid artery with 95% stenosis and was 31mm, and a reference vessel diameter of 6 mm. The target lesion was treated with placement of the filterwire ez and two carotid wallstents. The site stated, a second stent was deployed because the proximal portion of the first stent fell into an area of the patch and this was wider than anticipated and caused the first stent to move proximally. A second stent was inserted to cover the remainder of the initial lesion. However when it was deployed, the first stent migrated further cranially and created a gap between the two stents. The second stent was fully deployed and covered the inferior portion of the lesion without any evidence of dissection. However, there remained a 2-3 mm gap between the stents and a 5 mm x 40 mm non bsc stent was used to open the stent completely and to angioplasty the intervening segment. During the post-ballooning of the second stent, the patient experienced a transient weakness in his hand. A rapid response was called. The patient did recover full strength within minutes. Following post-dilatation there was 20% residual stenosis. The patient was discharged 2 days later. A post dilatation angiogram demonstrated wide patency of both stents and the lica into the brain. There was no evidence of dissection or embolism. Intracerebral angiogram of the lica demonstrated wide patency of the cerebral carotid artery with normal branching of the middle cerebral artery. There was no evidence of filling defects or flow voids. The event was resolved without residual effects and 2 days after the procedure, the patient was discharged.

Manufacturer narrative:
Event or problem, relevant tests/lab data, other relevant history, upn, batch lot number, expiration date, device manufacture date and device code updated.(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).